Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02212 and 1627487-2013-02213. The patient received a letter regarding the charger swap program and reported he no longer has his scs system. He stated his system was removed sometime in (B)(6) 2012. The patient did not provide a reason for the explant; therefore, the ipg and the leads are being reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.